Manufacturer narrative:
Device evaluated by manufacturer: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that foreign matter was found inside device packaging. A 182cm choice(tm) pt guidewire was selected for use. During unpacking, a hair was noticed inside the plastic packaging. The procedure was completed with another of the same device. No patient complications were reported and the patient status is stable.